Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32648. It was reported that the patient¿s leads had migrated causing ineffective stimulation. As result, the leads were replaced and therapy was restored post-operative.